Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 191 mg/dl. The drive support cap was normal. Customer reported that they using phone that had magnetic clasp while inquired about insulin pump exposure to magnetic field. Customer was able to rewind the insulin pump. Customer was able to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.